Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
During an in clinic follow up, a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and a ra lead dislodgement was noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.